Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. Pt reported pain in her upper back, lateral to midline incision on (B)(6) 2011 post-operative. It was also noted the pt feels discomfort with and without stimulation on; pt has discussed the issue with her physician and will continue to follow up to determined the next course of action. No further info is available at this time.